Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported via trial that the procedure was to treat four target lesions in the mid rca, distal cx and 1st obtuse marginal. Post procedure, the patient was experiencing chest pain. Angiography revealed a distal edge dissection next to the 2.75 x 28 mm xience v stent. An attempt was made to treat the dissection with a 2.5 x 15 mm xience v stent which was unable to cross and dislodged in the patients coronary, but was successfully retrieved with a snare device. No event or patient information is available.

Manufacturer narrative:
Results and conclusion summation-the inability to cross a lesion can be affected by patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique and accessory device support. Potential causes for stent dislodgement include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, accessary devices and/or previously implanted stent. The reported issue are related to the circumstances of the procedure.